Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot DHR review product code 960100, work order (B)(4) was manufactured on 22/may/09. 30 parts were manufactured per specification and all raw materials met specification. There was one deviation associated with this lot: devint-3441. This deviation relates to the shrink wrapping of cartons and so has no correlation to the failure mode described.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement: the patient presented to the surgeon with a painful knee. Bone scan showed the femur and patella were loose. Infection markers all within normal range. When implants were removed there were signs of osteolysis behind the femoral component central to the anterior chamfer region. No obvious signs of osteolysis on the poly of the insert or patella. Photos taken of implants. Implants discarded. No ae reported. No delay in the surgery.